Event description:
Customer reported that the rotator of the 3-way stopcock broke during infusion of contrast. Flow rate: 8 ml/s, volume: 30 ml. There was no report of harm or injury.

Manufacturer narrative:
A review of the device history record did not reveal any exception documents. Complaint database review found one similar complaint for this lot number. Evaluation device history record was reviewed. Complaint data base was reviewed. Conclusions - a follow-up report will be submitted when the device evaluation has been completed.